Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (470 mg/dl at its highest). Correction boluses and insulin injections were used to address the bg level. The cause of the high bg was not known. As the events had occurred in the past, a cause of the events could not be determined. Tandem technical support advised the customer to discuss the high bg with a healthcare provider.